Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a highly calcified, 80% stenosed lesion in the mid and distal left anterior descending artery (lad). The oad was placed at the lesion, and two treatments on low speed were performed. After each treatment, cardene was administered. The oad was then placed distal to the lesion, and one treatment was performed on low speed in a distal to proximal direction. The oad was then removed from the patient, and a stent was called for. A slight elevation in the st segment was observed, and nitroglycerine and cardene were administered. The patient developed ischemic EKG changes. Angiography showed slow flow throughout the heart circulation. The patient's blood pressure dropped, and a code was called. CPR was performed and additional medications, including epinephrine, atropine, levophed, and dopamine, were administered. Two stents were placed in the lad. Angiography showed no flow, and CPR was continued until no heart contractility or electrical signal was observed. The patient expired. The opinion of the physician was that atherectomy had been performed with no issues, however, the patient was unable to clear the particulate hampered by severe aortic insufficiency. The physician stated the patient expired due to underlying issues of no heart reserve and evidence of aortic insufficiency. The physician noted that the patient had been turned down for bypass, and without atherectomy, the intervention would have been high risk due to the outflow issues.